Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case to treat an atrial fibrillation (a fib). During the procedure, the mechanical guidewire was inserted and advanced into the inferior vena cava, however, it was not possible to advance the mechanical guidewire into the superior vena cava, since a resistance was felt advancing it in the dilator. Thus, an attempt to remove the mechanical guidewire in exchange for the rf wire failed. Hence, the dilator was pulled out of the patient's body along with the mechanical guidewire, which was able to be removed completely from the dilator in one piece after that. Upon inspection, the mechanical guidewire had unraveled at the tip, and the coil could not be stretched freely due to the unraveling. In addition, during the few short minutes of trying to remove the dilator and mechanical guidewire and opening a new kit, a suspicious 'thrombus' like mass was observed on the tee, found in the right atrium, but unconclusive (it was not present at the time of initial imaging). Thus, the procedure was cancelled. The devices are expected to be returned for analysis. No interventions needed. The patient was discarded. No other issues were reported.